Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was described as obese. (B)(4) - indication for use (sheath used greater than 8 fr). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. It should be noted that the reported use of the proglide device in a patient where a sheath larger than 8 fr was used is not consistent with the instructions for use (IFU). The IFU, under indications for use, reads: the perclose proglide 6f system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. The proglide used in the rcfa, is being reported under a separate medwatch report number.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted bilateral arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) after an abdominal aortic aneurysm (aaa) procedure. Reportedly, while attempting vessel closure on the rcfa the physician experienced a knot lock, the sutures were removed and a second proglide was successful achieving hemostasis. While attempting arteriotomy closure on the lcfa, which was described as weak, the suture came out of the artery and hemostasis was achieved surgically. The patient did not experience any adverse effect. The sheaths used for the aaa procedure were 12 fr (in the rcfa) and 18 fr (in the lcfa). Though requested, no additional information was provided.